Event description:
According to the report, patient underwent exploration of cranectomy, suboccipital resection of cerebellar tonsils in 2001 with no apparent complications. Patient developed drainage flow surgical incision within 72 hours. Initially, the drainage was cleared and dermabond adhesive reapplied to contain leak. Within 36 hours of reapplication of adhesive, patient was diagnosed with wound infection. Patient required 5 extra days of hospitalization and IV antibiotic treatment.